Event description:
A report was received about non-responsive buttons, and there was no adverse impact on the customer's blood glucose level. No additional action was needed as follow-up was declined by the customer, and no further information was provided. The specific serial number of the pump could not be verified, but an active serial number was added from the patient's file.